Event description:
On 4/15, a 34-year old female came into the emergency room with a ruptured left ventricle due to a riding accident. She arrived in ER with CPR in progress and intubated. She was cyanotic and completely unresponsive. Pupils were fixed and dialted to five mm. Trauma surgeon performed thoracotomy in ER, noted cardiac activity (agonal rhythm). A chest tube was inserted and heart massage continued. Pt's heart started to fibrillate and defibrillation was attempted unsuccessfully using device. Two minutes later defibrillation was again attempted unsuccessfully. Resuscitation attempts continued for approx four minutes then the pt was declared dead. The device acquired by the hosp in 1989, provides internal defibrillation with the addition of a cassette. However, there was no labeling on the defibrillator to indicate the need for the cassette. Furthermore, the cable prongs fitting directly into the defibrillator was a factor. Staff has since been inserviced as to the use of the cassette for internal defibrillation. Additionally, labels have been placed on the defibrillator instructing in the necessity the cassette for internal defibrillations. It is doubtful the inability to defibrillate affected the resuscitation attempt.device not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - incomplete, other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. The device was not destroyed/disposed of.